Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally, it was reported that the patient became pulseless; noted to be asystolic.

Event description:
It was reported that during an implant procedure on a patient with poor vascular access, the physician made multiple attempts at deploying a leadless implantable pulse generator (ipg). The tines were deployed, but were never fully engaged during the procedure. A venography revealed pericardial blushing. Additionally, an echocardiogram revealed a pericardial effusion which lead to a tamponade and thrombus. The effusion had occurred adjacent to the patient's right ventricle. The patient was sent for surgery, a sternotomy performed, followed by a drain. The perforation was repaired, however the patient began to bleed out. Multiple blood products were administered, without success. Ultimately, the patient expired due to hemorrhage. This patient was part of a product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg tines had never been engaged due to poor sensing and no capture.